Manufacturer narrative:
Bci customer technical support (cts) recommended the use of personal protective equipment before troubleshooting, and assisted the customer with troubleshooting. The cts ensured customer was to clean the spill up with proper precautions.

Event description:
A customer contacted beckman coulter, inc (bci) to report that an operator of access 2 immunoassay analyzer had contents of a reaction vessel (rv) splashed on her face while troubleshooting a reaction vessel jam within the incubator belt track. The customer stated that the splash did not contact the operator's eyes or mouth. The operator did not require medical treatment and did not incur injury.